Event description:
It was reported that high capture threshold and high lead impedance was noted. The lead was deactivated. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).